Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that the bezel needed replaced.there was no patient involvement.

Manufacturer narrative:
The customer requested that a authorized service personnel (asp) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty bezel. Upon conclusion of the evaluation, it was determined that this was a malfunction of the bezel. The bezel was replaced to resolve the reported issue the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.